Event description:
Customer reported receiving error alarms on the insulin pump. Customer reported that the up arrow on the insulin pump's keypad was stuck and the numbers on the display were ramping. Customer stated that the error alarm occurred after replacing the battery to try to correct these issues. Customer reported that the insulin pump was recently exposed to condensation from the shower. Blood glucose level was 135 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the self test, restart error test, and displacement test. No unexpected restart error anomalies were noted. The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).